Event description:
It was reported that the device failed to display ECG and gave a "leads off alarm" while attempting to monitor a pt, a female, hypertensive and having chest pain in a cardiology office. Another lp12 device was used and it also provided the same alarm. 4 sets of electrodes and leads were used, all with the same issue. Paddles lead was not tried. Pt was transported and ECG was not available until the pt was approx 1000 feet away from scene. Pt was not injured and was transported to hospital for treatment.

Manufacturer narrative:
Physio-control, inc has not been able to evaluate the device. The device remains in use by the customer. Physio-control will continue to investigate and determine root cause of the failure.